Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not powering on was confirmed. During the evaluation of the returned mpu the unit was plugged into an ac power source and the unit did not power on. The issue was isolated to the power supply pcb which was replaced. A functional test was performed and all tests passed. The unit was returned to the customer site and is ready for use. The power supply pcb was forwarded to product performance engineering (ppe) for further evaluation. Visual inspection of the power supply printed circuit board assembly (pcba) revealed no anomalies. The pcba was plugged into a test unit and the reported issue of not powering on was confirmed. There was only an intermittent yellow wrench light that would briefly illuminate. There was a drop of voltage output coming out of the secondary side of transformer t1. Due to the voltage drop, the board was outputting ~2.5v compared to the expected output of 15vdc required to power the main pcba. A manufacturing analysis task was opened to investigate a damaged mpu power supply pcba. Material is retained as a root cause for this issue. The u1 component of the power supply was found to have low resistance at the supplier jerome. No additional action is required because the u1 issue in the power supply pcba seems to be due to a random component issue that manifested later after assembly. Since the compromised rate remains low at this location of the power supply pcba, there is no need to take corrective action or escalate at this time. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the controller fault and no external power alarms, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6 ¿caring for the equipment¿ and heartmate 3 instructions for use (IFU) section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. Heartmate 3 patient handbook section 10 ¿safety checklists¿ and heartmate 3 instructions for use (IFU) section e ¿safety checklists¿ provide the user with checklists to assist the patient in performing routine maintenance of all components of the heartmate 3 left ventricular assist device, including the mpu. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the equipment to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that upon discharge the patient was given a mobile power unit (mpu) that was not supplying power to the left ventricular assist device (lvad). It was noted that the green light was not coming on. The healthcare providers visited the patient's home to test the mpu's power cycle, and when different outlets were tried the same issue persisted. The green light would not turn on and there was an associated yellow wrench alarm. It was verified that there were no issues with the system controller power lead connections and the mpu was replaced without issue.